Manufacturer narrative:
The reported device failure was unable to be duplicated. However, the evaluation of the device paddles revealed scorch marks on the paddle shoes which indicates that an arc did occur. In addition, the evaluation of the device and the device paddles revealed an extensive amount of defibrillator gel on the device paddles and the defibrillator which may have resulted in the complaint of the paddles arcing. During a visual examination of the returned product it was also observed that there were scratches on the paddle shoes, and the upper and lower housings of the device were cracked. During testing, intermittent crt control pannel function was observed. This would not have caused or contributed to the reported problem. After replacement of the crt control panel, the paddle shoes, and the upper and lower housings the device met performance specifications.

Event description:
Conplainant alleged that when the nurse was attempting to defibrillate a pt (age and gender unknown) at 200 joules, she observed a spark between the device paddle shoe and the pt. The nurse again attempted to defibrillate the pt, and again observed a spark between the device paddle shoe and the pt. The nurse obtained another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.